Event description:
It was reported that the ilet user experienced elevated blood glucose after eating oatmeal earlier and later consuming snacks and unsweetened beverages without a meal announcement. Capillary glucose was 247 mg/dl and sensor was 263 mg/dl, with no alerts or alarms, a recently changed steel infusion set on the upper abdomen with verified tubing drops, and glucose trending down by the end of the call. Symptoms included hyperglycemia. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer care troubleshooting and education focused on meal announcement practices and site/infusion verification. Investigation of this case revealed no device malfunction reported, no alarm activity, and a probable glucose excursion associated with missed snack announcement, with adequate infusion delivery evidenced by observed drops and downward glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of carbohydrate intake without corresponding meal announcement.